Manufacturer narrative:
Concomitant medical devices: w3dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is possible right atrial (ra) lead undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.